Event description:
It was reported by the customer that on (B)(6) 2011 the fiber tip burned at 30,257 joules. Also, it was reported that the fiber was cleaned during the procedure. No patient injury was reported.